Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved an unspecified bline, secondary set- 15 micron filter , where no product code was reported. It was reported that "nurse 1 and 2 checked and hung hemotherapy for patient- all protocols and checks followed, including checking line. Nurse 1 left room, nurse 2 went to discard tray. When nurse 2 turned around to check on patient the b line was no longer attached to machine and chemo was spilling out onto floor. Nurse 2 clamped chemo bag with gloves. Alerted patient and family member- nil had been affected by chemotherapy spill. Nurse 2 went straight to team leader (nurse 1) alerted them of spill and they went straight to patient and completed chemotherapy spills protocol with nurse 3 and further information provided from follow up stating that "the device (giving set) was connected and secure on double checking with fellow nurse- it was when both nurses had left the patient the connection point had somehow dethatched from the machine- nurses thought this must of been due to weight of the chemotherapy that they were hanging. This occurred within seconds of walking away from the machine, maybe 5- 10seconds0 the issue was detected during chemotherapy. The chemo spill protocol conducted. The product was discarded. There was no report of harm.